Event description:
Device 1 of 4. Ref MFR report #1627487-2013-12182. Ref MFR report #1627487-2013-12183. Ref MFR report #1627487-2013-12184. It was reported the pt was no longer receiving pain relief and wanted the scs system explanted. All devices were explanted. Note the pt received 3 leads with two different lot numbers. All leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.